Event description:
Reference number (B)(4). Event occured in the united states. Patient faced two bent cannulas event on (B)(6) 2025. The patient encountered symptoms within 3 hours after insertion. The insertion site was in the abdominal region and sides. The patient's blood glucose levels were high. To manage the elevated blood glucose, the patient administered multiple daily injections (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.